Manufacturer narrative:
(B)(4). The product was disposed off by the hospital; therefore a manufacturer laboratory investigation was not possible. The failure is known to mcp and was thoroughly investigated by CAPA (B)(4). Corrective and preventive actions have been established in CAPA-(B)(4) based on the root cause analysis: development and implementation of an optical inspection of the raw material (membrane). Development and implementation of a new punching process. Improvement of the packaging of the membrane rolls at the supplier. Prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by end of october 2017.

Event description:
According to the customer: there was leakage from the de-airing valve of the oxygenator during the patient use. The product was exchanged without severe consequences for the patient. (B)(4). Also related to record (B)(4).